Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod between 4 and 24 hours, the site was red, swollen, sore, boiling to the touch and infected. The patient, visited the doctor who prescribed antibiotics (flucloxacillin). The next day, the hospital was visited as the infection spread from the elbow to the arm pit with a red purulent lump, and received more antibiotics (phenoxymethylpenicyn.) To treat the affected area.